Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the foley catheter was inserted, urine drainage was not possible. The foley catheter was supposed to have been inserted into the bladder, but there was no urine outflow observed. It was noted that the given lot# was myjq4023.

Manufacturer narrative:
The reported event was unconfirmed. No actions can be taken at this time since a root cause was not identified. Received (4) photo samples. First photo sample shows top view of catheter. Second photo sample zooms in on end of catheter with deflated balloon. Third photo sample shows inflation cap. Fourth photo sample shows outer tray packaging. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. A labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the foley catheter was inserted, urine drainage was not possible. The foley catheter was supposed to have been inserted into the bladder, but there was no urine outflow observed. It was noted that the given lot# was myjq4023.